Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Manufacturer representative reported it could not be determined if the fall was the cause of the por or something after the fall during the patient's medical care caused the por. It may not have even occurred at the time of the fall because the patient was unaware that a por had occurred as there was no interruption in his interstim therapy. He came in for a device check to make sure everything was still working after the fall. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported that there were no symptoms reported and there was a power on reset (por) on the battery. The patient had a fall and was seen in the hospital. There was not a definitive time when the por occurred. The battery was still on and the lead didn't show any impedance. They increased the amplitude by .10 and the patient felt stimulation in the appropriate places. No patient symptoms or further complications were reported as a result of this event.